Event description:
It was reported by service report that the bed would not raise or lower due to the lift lock out being turned on. The customer could not determine whether there was patient involvement or adverse consequences occurred.